Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10. H4: the lot was manufactured from august 22, 2022 - september 09, 2022. H10: the actual device was discarded; however, a photograph of the sample was provided for evaluation. The photograph only showed an image of the product lot number. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was not delivering a dose of fluorouracil. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.